Manufacturer narrative:
The lot was manufactured september 18, 2017 - september 19, 2017. The device was received for evaluation with approximately 155ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred with a large volume infusor. The expected therapy time was seven days. At the end of the expected therapy time, there was an unspecified amount of solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.